Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing due to loss of contact with slight oscillation. No intervention was performed, the patient will be monitored continuously. Patient status was not known.